Manufacturer narrative:
System analysis/service repair on september 18, 2014: the reported ¿water leakage" issue was verified and confirmed that there was a loose fitting connection at the pump. The fitting was reconnected and tab window was replaced; verified alignment, output and operation. The system was tested and verified to manufacturer¿s specifications and ready for patient use. The tab window that was replaced was not returned to ams.

Event description:
Information as it was reported to ams indicates that the customer indicated "water leakage" physician contacted ams - fse to report issue. The customer was unable to resolve the water leak issue that occurred and the case was cancelled. No additional information provided. Patient outcome: there was no report of a patient or user injury.